Manufacturer narrative:
For the reported event, the lot number was provided and a lot history review was performed. The sample was returned for evaluation. Detachment of device or device component was confirmed in the investigation. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150330 pta balloon dilatation catheter allegedly experience detachment of device or device component. This report was received from a single source. This malfunction did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.